Manufacturer narrative:
The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -11.0/+1.0/110 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to the lens was "too large." The problem was resolved.